Event description:
It was reported that the patient was diagnosed with sleep apnea which is believed to be related to their vns. It was indicated that the patient was prescribed a CPAP for the sleep apnea but that this has not worked so their physician has requested their vns settings be turned down by the treating neurologist. Autostimulation settings were reduced as a result. No device issue was reported. No further relevant information has been received to date.

Event description:
It was reported that since they have altered the patient's settings the sleep apnea has gotten better. Impedance is okay.